Event description:
Provider states joystick is surging the chair and slowing it down.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.